Event description:
The patient reported after wearing the pod and she noticed her site was itchy and irritated. She went to see her dermatologist who prescribed her cortisone cream for site irritation.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's site irritation. No qualification and sterilization records were reviewed because no product lot number was reported. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin". It advises "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site of signs of infections, such as pain, swelling, redness, discharge or heat".